Manufacturer narrative:
This product is not marketed in the us evaluation of returned sample - lens was foled correctly and remained inside nozzle. Volume of used viscoelastic material appeared to be enough. Top flanage was pushed down correctly. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter 16.5 into the patient's eye, the iol was unable to be implanted. The reporter states that "when pushed forward the, rod," the surgeon, "found the figure of trailing haptic was unusual so stopped to use the serial." So the surgeon did not use the lens. This occurred on (B)(6) 2019. There was no patient contact with this lens.

Manufacturer narrative:
Result code 213 not applicable in initial MDR. Result code 114 should have been reported in initial MDR. Work order search corrected to: one similar complaint type event was reported for units within the same lot. Claim#: (B)(4).